Event description:
Customer reported having issues with the insulin pump and it wasn't working properly. The insulin pump kept alarming no delivery and customer did not know how to deliver the insulin. Customer's blood glucose was 600 mg/dl, treated with 15 units of insulin. Customer was advised to disconnect at the quick release. Customer was advised to perform fixed prime and insulin did exit. Customer removed site and cannula was bent. Customer also reported the insulin pump had two cracks on it. Cracks were not on the screen. Customer stated she had fallen on the device. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.